Manufacturer narrative:
The reported complaint was confirmed. The message was displayed two years from the date that the unit was manufactured, as designed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. He replaced the batteries. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) displayed a 'you have exceeded the 2-year service life of your batteries' message earlier than expected. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.